Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During a revision tar intervention there was a disassociation between the tibial tray and the base stem piece while trialing for the pe insert thickness. Surgical technique was followed as described, morse taper locking between the 2 components was tested as described in technique.

Event description:
During a revision tar intervention there was a disassociation between the tibial tray and the base stem piece while trailing for the pe insert thickness. Surgical technique was followed as described, morse taper locking between the 2 components was tested as described in technique.

Manufacturer narrative:
He reported event could not be confirmed since the device was not returned for evaluation. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A inspection of the x-ray's has shown that those are in a poor quality and the patient has a cast as well, based on this we are not able to do any statement. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be re-assessed.